Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. Results show a lens cut in half with 2 distorted haptics and dried viscoelastic on the optic. The definitive cause of this event could not determined. Our investigation identified no product deficiency suggesting that this event was not caused by the iol. All information available is included in this report.

Manufacturer narrative:
The lens was not received for evaluation. Device met all manufacturing specifications prior to release. All currently available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Other: not returned to manufacturer.

Event description:
A surgeon reported when inserting the intraocular lens into the eye, the lens surged forward tearing the capsular bag. The lens was removed and replaced with a sulcus iol.